Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized due to her heart condition but she thought that her hospitalization was somehow related with the dexcom device even if the sensor was providing the right readings at the time of the event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 health effect clinical code - heart failure/congestive heart failure - correction. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized due to her heart condition but she thought that her hospitalization was somehow related with the dexcom device even if the sensor was providing the right readings at the time of the event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.